Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Current information is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the smiles tkr (k120992).

Event description:
It was reported by the surgeon that the patient underwent a custom total knee replacement of (B)(6) 2010 and subsequently was revised on (B)(6) 2012 due to loosening and infection.